Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. After a guidewire crossed the lesion, a 10.0mmx40mmx80cm sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.